Manufacturer narrative:
(B)(4). Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown) the device displayed a "pacer fault pad/paddle lead fault" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. Review of the device history logs provides evidence of the customer's report with multiple lead fault entries. These advisory messages warn the end user of insufficient connection between patient and electrodes or patient cable to electrodes. The associated electrode pads and patient cable were not returned to zoll for evaluation as part of the investigation. The device was recertified and returned to the customer. No trend is associated with reports of this type.